Event description:
It was reported that the patient experienced recurring urinary incontinence with his artificial urinary sphincter. A cystoscopy was performed and no anomalies in the device were observed, the balloon performed as expected. However, the bladder was filled, and the patient was still leaking. The patient underwent surgery and the cuff was downsized. There were no further patient complications.